Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose(bg) levels that ranged from 40-67 mg/dl. Reported the customer's gastroparesis is causing the low bgs. The customer consumed carbs and healthcare provider recommended customer adjust the settings on the pump to address the low bgs. Tandem technical support assisted customer in adjusting pump settings.